Event description:
A medtronic representative reported that during an ear, nose & throat (ent) procedure, the surgeon alleged the navigation system was inaccurate. The surgeon registered the patient using tracer and proceeded to confirm accuracy on the nasal floor, tip of nose, and septum. After the surgeon performed a septoplasty, starting at the right side of patient, the surgeon deemed being 3mm anteriorly inaccurate in back of the maxillary sinus and the sphenoid sinus. The surgeon then switched over to the left side of the patient and checked accuracy in the back of the maxillary sinus and found it to be accurate, with the sphenoid sinus approximately 2mm anteriorly inaccurate. The surgeon completed the procedure with the use of the navigation system. After completing the procedure, the surgeon went back and performed a pointmerge registration to see if this would provide a positive change in accuracy. On the patients right side the surgeon was accurate when checking the maxillary sinus and sphenoid sinus. On the patients left side the surgeon checked the same landmarks from before and was 1mm off. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System found to be fully functional. Software investigation completed. Findings are that the reported behavior could not be replicated.